Event description:
It was reported that the last order of intermittent catheters that were sent to the customer was faulty. The patient stated that they tried 6 or 7 of each box and both were the same. The sterile water was not coating the catheters like they usually do. Stated that the patient knows how to use these as they have been using them for years. Also stated that the patient was unable to insert any of them because they were drying off before they could get them in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the last order of intermittent catheters that were sent to the customer was faulty. The patient stated that they tried 6 or 7 of each box and both were the same. The sterile water was not coating the catheters like they usually do. It was stated that the patient knows how to use these as they have been using them for years. Also stated that the patient was unable to insert any of them because they were drying off before they could get them in. Per additional information via email from ibc on 21mar2022, it was confirmed that the 12 to14 catheters and two boxes of catheter were faulty.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because a review of the label could not have prevented the reported failure. The device was not returned